Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve with radiopaque marker was chosen for implantation. The patient developed left bundle branch block (lbbb) during the procedure and later went into heart block. A permanent pacemaker was implanted on the same day, and the patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had no previous conduction disorders. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After pre-dilatation, the patient developed left bundle branch block (lbbb) during the procedure and later went into heart block the device was implanted. The final implant depth was 5-6mm (deeper than the recommended 3mm). Post-implant the patient had permanent pacemaker implanted on the same day. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, a cause for the reported event could not be conclusively determined.

Event description:
N/a.